Manufacturer narrative:
Product ID 3387s-40, lot# va00p3q, implanted: 2012 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v853915, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
Additional information received reported that all combinations with the case had impedances that measured to be greater than 40,000 ohms after the implantable neurostimulator (ins) was replaced. The following impedances were measured: 0-1 = 4423, 0-2 = 6982, 1-3 = 6475, and 2-3 = 5200 ohms. Prior to the ins being replaced, impedances were measured to be the following: c-0 = 7412, c-1 = 6752, and c-3 = 8348 ohms. The manufacturing representative knew this was a lead issue because impedances were measured to be between 8000-9000 ohms when the lead was tested. The ins was in the pocket and the patient had already been closed. The ins was changed for another reason other than the impedance issue. The plan was to reseat the extension into the ins and double check the connections. Disconnecting and reinserting the extension into the ins did not resolve the high impedances.

Event description:
It was reported that the patient was scheduled for lead, extension, and implantable neurostimulator (ins) exploration on (B)(4) 2014 due to high impedances with intermittent loss of therapy. At the time of the report there were no impedance details. The exploratory surgery was to examine the connections to try and fix the high impedances or locate the issue. Two days later it was reported that the exploration case was cancelled and did not have a re-schedule date yet. The reporter did not program the patient.